Event description:
The patient reported that the device was explanted due to infection. The device was returned to the manufacturer for analysis. A follow-up report will be sent if additional information becomes available.